Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, reprogramming attempts were made however the issue could not be resolved. The device was explanted (date not reported), it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.